Manufacturer narrative:
Implanted in (B)(6) 2014.

Event description:
It was reported that following the implantation of an advance sling, the patient "is still having trouble with retention." It was indicated that the physician will either loosen the sling or remove it, surgery details not provided. No additional patient complications have been reported in relation to this event.